Manufacturer narrative:
There was no resistance/friction with the coil or delivery system and the catheter utilized for delivery. No other damages were noticed on the delivery system or syringe. No further information was available and no products will be returned for analysis. Additional information will be provided within 30 days of receipt.

Event description:
The coil embolization trans-arterial embolization (tae) of the external carotid artery that was not calcified and not tortuous. The orbit helical fill 2x8coil (637hf0208) and the dcs syringe (635002) were used for the procedure. When the coil was delivered in the microcatheter (detail unknown), it was noted that the size of the coil was not appropriate for the target vessel. Then, the physician tried to pull the coil back, and it was found that the coil became early-detached. The coil was removed and changed to other new coils. The procedure was continued using other coils and completed without any patient injury. It is unknown which caused the event, the coil or syringe. The coil was prematurely detached once it was inside the microcatheter. During the event, the coil was not unraveled or stretched, and the coil will be returned for analysis. During the event, pressure was not applied with the syringe to detach the coil. After the event, the same syringe was not utilized with other devices.

Manufacturer narrative:
When 2x8 trufill dcs orbit helical fill coil ((B)(4)) was delivered in the unknown microcatheter for a coil embolization of the external carotid artery, it was noted that the size of the coil was not appropriate for the target vessel. With attempt to pull the coil back, the coil prematurely detached once it was inside of the microcatheter. The coil was removed and changed to another new coil. The procedure was continued using other coils and completed without any patient injury. It is unknown which caused the event. During the event, the coil was not unraveled or stretched. Pressure was not applied to the syringe to detach the coil. After the event, the same syringe was not utilized with other devices; however, it was reported that there were no issues with the syringe. The vessel was not calcified or tortuous. A dedicated saline source was utilized to fill the syringe, and no leaks or damages were noticed at any time with the syringe. There was no resistance/friction with the coil/delivery system or the microcatheter utilized for delivery. There is no further information regarding manipulation/handling of the coil system prior to the event during insertion to the target site. No further information was available and no products will be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 14105441 and coil assay lot 14099000, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection test results. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding the reported premature detachment of the coil. It is possible that procedural factors including device size selection and device manipulation contributed to the event; however, no conclusion can be made. Therefore, no corrective actions will be taken.